Event description:
The hcp reported that the device was removed due to inconsistent results with titrations. The pump contained compounded baclofen 3000 mcg/ml at a daily dose of 1179 mcg/day. A catheter study was attempted, but the hcp was unable to withdraw from the sideport; the study was aborted. Cerebrospinal fluid was withdrawn from the distal portion after the catheter was cut. The hcp was then able to flush from the sideport to catheter resection. The entire system was removed -implant duration was 15 months. The hcp was concerned about possible "bacteriostatic filter occlusion due to compounded drug." Final patient outcome was not reported. A follow-up report will be sent if additional information becomes available. Same as manufacturer's report 6000030200602255.

Manufacturer narrative:
H6 -the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.